Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. The patient contacted baxter technical services (bts) regarding a system error (se) 2042 on the home choice device (hc). It was unsure how long the device was in use before the problem was noted. At the time of the call, the caregiver stated that the patient was hospitalized. Product surveillance followed-up with the patient. In (B)(6) 2012, the patient stated that she was hospitalized for 6 days, due to an infection which she clarified to be peritonitis. The cause of the peritonitis was not reported. The patient stated that she was treated with antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. The event of peritonitis was unrelated to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified.